Event description:
Reporting status: serious injury - required intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that three xience v stents were implanted in 2009. Within 24 hours sub acute thrombosis (sat) occurred in the stented lad; therefore, another xience v stent was implanted in the lad, and the patient is reportedly doing well. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering determined that thrombosis, as listed in the xience v IFU is a known adverse event associated with coronary stenting. Thrombosis is also listed in the product risk assessment as a no-fault post-procedure complication. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. A conclusive cause for the reported patient effect and the relationship to the xience v sds, if any, cannot be determined; however, there are no indications of a product quality deficiency. The other two xience v stents mentioned are being filed under the same MFR number.